Manufacturer narrative:
Concomitant: product ID 3888-56, lot# v355429, implanted: 2009-(B)(6), product type lead. Product ID 3888-56, lot# v355429, implanted: 2009-(B)(6), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 74002, lot# n202494, implanted: 2009-(B)(6), product type adapter. Product ID 37752, serial# (B)(4), product type recharger. Product ID 3708220, serial# (B)(4), implanted: 2009-(B)(6), product type extension. (B)(4).

Event description:
Information received from the manufacturer's representative reported that they were unable to read (interrogate) the patient's implantable neurostimulator (ins) using the clinician programmer though the patient claimed to still be feeling ("perceiving") the stimulation. The representative believed that the patient had not actually had the ins checked since implant as it was noted they had not used the programmer or had made an adjustment in "years". The ins did not appear to be flipped. A longevity estimate could not be run because the reporter did not have a record of the patient's settings. Additional information received from the healthcare professional on (B)(6), 2015 indicated that, per the patient, the stimulator was not working and was going to get it replaced. The indications for use for the implanted device were noted as non-malignant pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the representative reported cause was assumed to be the battery was at end of service since the patient had not used it for a long period of time. The patient requested replacement from the doctor. If additional information is received, a supplemental report will be submitted.